Event description:
It was reported that the customer experienced high blood glucose readings. Customer stated that they woke up with blood glucose readings of 368 mg/dl and when they checked their blood glucose readings an hour after treating they were 485 mg/dl. Customer stated that they woke up sweating and with a cramping stomach. The drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.